Event description:
The reporter contacted animas on (B)(6) 2013, reporting that for the past four days the patient's blood glucose (bg) has been high. The reporter stated the bg is currently over 600mg/dl with ketones and no nausea and vomiting. The reporter stated the patient is treated with a syringe and the bg will come down. Customer support reviewed the pump and there were no associated alarms in the history, the reporter confirmed bolus history is correct, basal settings and basal total daily dose history match and the pump had not been suspended. Customer support advised the reporter that the pump is delivering as programmed and advised that the reporter to follow-up with their healthcare professional. The pump is not being returned and no further issues have been reported. Although no specific evidence of pump malfunction or defect was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed that the last basal delivery was on (B)(6) 2013 and the last bolus delivery was (B)(6) 2013. A replace cartridge alarm was recorded on (B)(6) 2013 at 6:28 and deliveries resumed at 7:16. There were no errors or alarms in the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A force sensor calibration test showed that the pump was not detecting the correct force at 5 pounds. The force sensor resistance was found to be within specifications. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.